Event description:
In this event it has been reported that m2 file broke during use. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. The catalog # and brand name have been corrected in this report.

Event description:
Additional information was received indicating that the broken portion of the file was not removed from the patient¿s tooth and was incorporated into the filling.